Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump also had moisture damage on the motor, battery tube and vibrator assembly. Analysis was unable to verify motor error alarm due to blank display. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.